Manufacturer narrative:
Descriptions of changes: field g1-2: updated contact office information; field g7: updated to "follow-up #: 1"; field h2 : selected "device evaluation"; field h3: selected evaluation summary; attached; field h6: added type of investigation code "10". Updated investigation findings to "3201" . Updated investigation conclusions to "12" and "51"; field h10: added descriptions of changes.

Event description:
It was reported that the screw which holds the extaro 300 microscope body and the mora interface was loose. Due to the loose screw, there is a potential that over time the microscope body may detach from the mora interface and fall. There has not been any report of an injury to anyone due to the reported incident.